Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose displayed as high on the continuous glucose monitor (cgm). Cause was due to pump shutting off. Customer administered a correction injection of insulin to address the high bg. The customer reverted to an alternate method of insulin therapy.